Event description:
Received a letter from an insurance company alleging a fire occurred in an apartment where a pride scooter was located. No injury reported.

Manufacturer narrative:
An inspection of the unit is anticipated, but not yet begun. A follow-up report will be submitted once the evaluation is complete. No conclusion can be drawn at this time.